Event description:
Hcp reported pt presented in 2004 with signs of infection. These include "red, swollen generator site with 100.1 temp. Last procedure to revise leads c/o with no problems prior to this. Skin was warm to touch with petechiae over implant site. Small scab lateral 1/3 mc with precepitating event. ? Systemic infection rlq pain also but no appendicitis." The pt was treated with antibiotics. No device troubleshooting required/performed. Pt recovered without sequelae. No report of device explantation.